Manufacturer narrative:
A replacement glidescope video baton quickconnect large was provided to the customer and the reported glidescope video baton quickconnect large used during the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device and was able to confirm the reported image issue due to the crack on the camera lens cover. When connecting the reported video baton to verathon's test equipment, the image on the connected test monitor produced a blurry image. The glidescope video baton quickconnect large failed verathon's device functionality testing. Upon completion of verathon's device evaluation, the glidescope video baton quickconnect large was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. The glidescope video laryngoscopes operations and maintenance manual (omm) notes, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported while using a glidescope video baton quickconnect large during a patient procedure, there was a crack in the middle of the camera resulting in a big, white line and users being unable to see. The procedure was completed using a backup device which was made available in an uspecified amount of time. No delay in the procedure or harm to the patient was reported.